Event description:
Information received from the field does not address the patient's clinical status but notes that after the patient was admitted to the cardiac care unit, the device was in vvi mode. Reprogramming to other modes was not possible. The output voltage was 4.5v, battery voltage was 1.6v and battery impedance was <1k ohms.